Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken molded insulator on the lower jaw. The broken molded insulator likely caused the grip tip to be semi-detached and also caused the jaws to not fully close. The grip base for the grip with the cracked molded insulator does not appear to be bent. Fragments that covered the cable connector were broken off and not returned. Visual inspection was performed and found no damage to the housing or main tube. The housing was removed for inspection and found no internal damages. The input disks were manually articulated with no issues. The grip knob was able to rotate, allowing the grips to open/close without any issues. Additional finding(s) related to the customer reported complaint: the instrument was found to have a detached fragment. The fragments were not returned and was likely caused by the broken over molded insulator. The lower grip tip was semi-detached with pieces broken off. The root cause is typically attributed to the user. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm maryland bipolar forceps jaws would not close. The procedure was completed with no reported injury.